Event description:
Side effects in using my philips bipap machine: dry, itching, watering, burning eyes. Dry sore throat. Coughing, headaches, dizziness, runny nose, upper airway irritation. Recent dx colon cancer with unidentified spots on liver yet at this time. Will be having ultra sound in near future and surgery of the right side of colon to be removed due to mass, following shortly. FDA safety report ID # (B)(4).

Event description:
Additional information received on 10/14/2021 for mw5103251 fu1; I would like to update my medical device report to the food and drug administration's medwatch program. Around (B)(6) 2021 my doctor found, with the help of an MRI, a large malignant mass in my colon and undistinguishable spots on my liver. I then was given an ultra sound to help identify if the spots were cancerous or not and they found the spots were cysts. I am now scheduled for a hemi colectomy the (B)(6) 2021. So far I have been very lucky not having a cancerous liver and a resection of the colon leaving me with not having to have a colostomy bag. I am wondering if the defective device had any thing to do with my device. I had and used the same bipap machine for approximately 12 years. I appreciate your time and consideration of the information I have given you.